Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an application crash. The technical service engineer modified with the settings and re -installed on local hard drive to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ cii safe es, it had a station was frozen due to an application crash. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.